Event description:
The customer reported via phone call that there was air bubbles in their reservoir. Customer stated the air bubbles were .5 centimeter in size. The customer stated the air bubbles would form after day 1 of a set/reservoir change. Customer stated they did not rewind the insulin pump with the reservoir in place. There were also no leaks present at the infusion site, set or reservoir. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.